Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed the issue. The fse replaced the power management pcb, once replaced charge indicator led came on and then immediately shut off. Inspected the pmb and found that the board had been damaged when powered on. The power management pcb did not correct the issue. Once the fse replaced the backplane board (0670-00-1163) and reassembled the unit, the fse was able to test the charging circuit. Once powered on and batteries installed, the unit did start the charging process. The remaining parts were replaced due to hours and cycle demands. The only part that was replaced for the issue was the backplane pcb. The original power management board was reinstalled. The fse also replaced the batteries, safety disk (0202-00-0140), tidal volume disk (0202-00-0142) and the 9v battery (0146-00-0146) due to the cycles and hours. Completed all calibrations, performance and safety tests with no further issues. The unit was approved for clinical use and returned to customer. The failure analysis and testing dept. Received part number 0670-00-1163 pcb, backplane, rohs serial number (B)(6) swemco with a reported unit failure of battery won't charge. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1163 pcb, backplane, rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the complaint of the battery not charging. Batteries charged to factory specifications with no problem found. The backplane board passed testing. Retaining the board in the fat dept. Per procedure (B)(4) rev.as. Based on the information in the complaint and the evaluation by the fat, no root cause can be determined as the fat was not able to reproduce the issue.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery will not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.